Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), depression ("depression"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, depression, migraine and nausea outcome was unknown. The reporter considered abdominal pain lower, depression, migraine, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ expulsion of essure device'), pelvic pain ('chronic pelvic pain/pain/pelvic pain') and salpingitis ('bilateral fallopian tubes, one showing patchy chronic inflammation') in an adult female patient who had essure (batch no. D14825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included anxiety. Concomitant products included cefoxitin sodium (mefoxin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines/migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("cramping"). The patient was treated with bupropion, fluoxetine hydrochloride (prozac) and surgery (laparoscopic bilateral salpingectomies and removal of essure bilaterally. And bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, salpingitis, depression, migraine, nausea, dysmenorrhoea and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, depression, dysmenorrhoea, migraine, nausea, pelvic pain, salpingitis and uterine perforation to be related to essure. The reporter commented: tubal ostium easily visualized on the left and essure placed with 4 trailing coils. Tubal ostium not easily seen on the right and essure placed - guided in easily; 0 trailing coils seen. Batch no: d14825, production date: 2014-10-01, expiration date: 2017-10-28. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, pelvic pain, salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ expulsion of essure device'), pelvic pain ('chronic pelvic pain/pain/pelvic pain') and salpingitis ('bilateral fallopian tubes, one showing patchy chronic inflammation') in an adult female patient who had essure (batch no. D14825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included anxiety. Concomitant products included cefoxitin sodium (mefoxin) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In(B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines/migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("cramping"). The patient was treated with bupropion, fluoxetine hydrochloride (prozac) and surgery (laparoscopic bilateral salpingectomies and removal of essure bilaterally. And bilateral salpingectomy). Essure was removed on (B)(6)-2016. At the time of the report, the uterine perforation, salpingitis, depression, migraine, nausea, dysmenorrhoea and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, depression, dysmenorrhoea, migraine, nausea, pelvic pain, salpingitis and uterine perforation to be related to essure. The reporter commented: tubal ostium easily visualized on the left and essure placed with 4 trailing coils. Tubal ostium not easily seen on the right and essure placed - guided in easily; 0 trailing coils seen batch no: d14825 production date: 2014-10-01, expiration date: 2017-10-28 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, pelvic pain, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information , concomitant drug, auto-narrative supplement , event : " bilateral fallopian tubes, one showing patchy chronic inflammation" added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ expulsion of essure device') and pelvic pain ('chronic pelvic pain/pain/pelvic pain') in an adult female patient who had essure (batch no. D14825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included anxiety. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression"), migraine ("migraines/migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("cramping"). The patient was treated with bupropion, fluoxetine hydrochloride (prozac) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, depression, migraine, nausea, dysmenorrhoea and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, depression, dysmenorrhoea, migraine, nausea, pelvic pain and uterine perforation to be related to essure. Batch no: d14825 production date: 2014-10-01, expiration date: 2017-10-28 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ expulsion of essure device') and pelvic pain ('chronic pelvic pain/pain/pelvic pain') in an adult female patient who had essure (batch no. D14825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included anxiety. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression"), migraine ("migraines/migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain lower ("cramping"). The patient was treated with bupropion, fluoxetine hydrochloride (prozac) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, depression, migraine, nausea, dysmenorrhoea and abdominal pain lower outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, depression, dysmenorrhoea, migraine, nausea, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received- lot number were added.new events dysmenorrhea (cramping), perforation (uterus)/ expulsion of essure device, patient did not undergo essure confirmation test were added. Outcome of pelvic pain updated to recovering / resolving. New reporter, height, medical history and treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), depression ("depression"), migraine ("migraines") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, depression, migraine and nausea outcome was unknown. The reporter considered abdominal pain lower, depression, migraine, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.